Manufacturer narrative:
The investigation determined that incorrect patient names were associated with assay results using a 5,1 fs chemistry system. The assignable cause of this event was determined to be user error. The customer reused an sid number without ensuring that the previous sample program for the sid was processed to completion or deleted prior to use. The technical solution center reviewed information contained in the ¿sample ID reuse¿ section of the vitros 5,1 fs chemistry system reference guide. This information describes how to properly manage sids that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Reusing a sample ID on a different sample without completion of the original request or the deletion of the pending testing will cause the original information to be carried forward. No malfunction occurred (B)(4).

Event description:
A customer found that incorrect names were associated with multiple sample ids on their vitros 5,1 fs chemistry system. Misassociated results may lead to inappropriate physician action if they were to occur undetected on patient samples. The discrepancy was identified and no misassociated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of the events. (B)(4).